Event description:
It was reported that the 9800 system loses patient images. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the hard drive and reloaded the original software. The system was tested and found to be working as intended and placed back into service.